Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during operation, a fracture of the right ventricular (rv) lead was suspected. Also exhibited out of range impedance measurements. Physical determined that it was better to connected the lead, do a follow up and complete the procedure rather than extending the surgery. This lead remain surgically abandoned. No adverse patient effects were reported.